Event description:
The customer reported the ventilator alarmed during use on a patient due to a patient circuit occlusion. The customer reported there was no patient harm or involvement. The manufacturer's service technician confirmed the reported complaint. The service technician reported the blower would not start, which could result in no ventilation during operation. The service technician replaced the blower to address the reported problem. Applicable final testing was completed and passed to operating specifications.